Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced discrepancies between their receiver and their smart phone. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log could not confirm the customer complaint. A root cause could not be determined.